Manufacturer narrative:
A product history record (phr) review of lot 18504762 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during use. Manual compression was used to achieve hemostasis. There was no reported patient injury. The operator was trained, and no abnormality was noted prior to use. There were no visible signs of device or package damage prior to use. The femoral artery suitability was verified on angiography, including the vascular sheath introducer insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, no prior closure device use or manual compression within 30 days, no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site, and no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The exoseal vascular closure device (vcd) and a 7f non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped; however, the indicator window did not turn solid black. The indicator wire cowling locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, the physician¿s thumb was not placed on the plug deployment button during retraction, no red color was observed in the indicator window during retraction, and the indicator wire loop was deployed and visible upon device removal with no noted anomalies. The device will not be returned for evaluation.